Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. However, a "high pressure" alarm was recorded in the event log multiple times, confirming the reported issue. The downstream occlusion (dso) sensor was found to be the cause of the reported issue. The dso sensor was replaced, and the device then passed all testing.

Event description:
It was reported that an occlusion alarm occurred. This occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that an anomaly in the downstream occlusion sensor was the root cause. A high-pressure alarm was revealed in the event history log, confirming the reported problem. The sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.